Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The subject device was not returned to olympus. Therefore, the reported phenomenon and condition of the device could not be confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). H4 (device mfg date): 7/1/2024 - only the month and year are known, the day is merely a placeholder. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic polypectomy procedure, the surgeon experienced "difficulty with the needle inserting into the bowel wall. They have had to have multiple tries to get the needle to enter the mucosal so that the injectate could be inserted - twice to use everlift to raise the polyp and once for the tattoo to mark a bowel cancer." There has been no report of adverse event/ harm associated with this event. This procedure was completed with a device of an unknown device of a different make/model. This is event two of three.